Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. Manual sound test with "try it" function was unable to perform due to a "call tech support" error observed on the receiver screen. A global receiver communication tool test was performed, and it passed the sound tests. The reported event of an intermittent audio output could not be confirmed. The root cause could not be determined.